Manufacturer narrative:
(B)(4). Maude report mw5060818 was received.

Event description:
It was reported that when the magnet was placed over the device during an unknown procedure, it did not deactivate the device. Patient continued to receive inappropriate hv shock during surgery. St jude medical representative explained that magnet needed to be offset. No further information was available.